Event description:
A caller reported experiencing a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through a pump reset process, after which the error did not recur. The caller successfully started a new sensor session and was advised to wait 20 minutes after the pump exits storage mode before beginning sensor sessions in the future, which the caller understood and acknowledged.